Manufacturer narrative:
The bactiseal catheter (ID 823074 ) was returned for evaluation. Failure analysis - the catheter was visually inspected and no defect was noted. The catheter was irrigated, no occlusion and leak noted. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.

Event description:
N/a.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2023-00231, 3013886523-2023-00240. A physician reported a certas valve (ID 828804), a peritoneal catheter (ID 823074) and a ventricular catheter (ID 823073) were implanted via ventricular peritoneal (vp) shunt on (B)(6) 2023. On (B)(6) 2023, the patient had a headache and slit ventricle appeared. On (B)(6) 2023, an x-ray was performed because the patient presented with disorientation. The setting pressure was set to 8 because a slit-like ventricle was observed; acute hydrocephalus occurred. On (B)(6) 2023, an x-ray was performed because the patient presented with vomiting. Due to ventricular enlargement, drainage was performed. An obstruction was suspected therefore, the valve, the peritoneal and ventricular catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.